Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory valve coil was replaced and returned for further investigation. Simulated use testing of the received expiratory valve coil could not reproduce the described customer issue. The expiratory valve coil was working as expected. An evaluation of the received device logs could confirm the event occured on (B)(6) 2020. A defective expiratory valve coil could in worst case result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakge test during pre-use check. There was no patient involvement. Manufacturer's ref # (B)(4).